Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device displayed an rrt message. The patient reported that he was in a facility that used magnetic devices for dams. The cell voltage did not indicate rrt characteristics.